Event description:
Stryker (B) (4) ts manager, (B) (6), reported that the extensive damage to the fowler frame weldment, fowler screw, fowler actuator link, torque tube weldment, fowler nut etc. No adverse consequence reported.

Manufacturer narrative:
Actuator box and cover.